Manufacturer narrative:
Technician found that the "head up" function was not working and would not work manually. Technician found the head up valve was stuck. Replaced the head up valve to resolve this issue.

Event description:
Information received indicated that the head up was not working.